Manufacturer narrative:
Previous driveline repair is reported under MFR # 2916596-2016-01849. Manufacturer's investigation conclusion: review of the log file provided by the account confirmed low speed events. Although a specific cause for these findings could not be conclusively determined during this evaluation, based on previous complaint history, the abnormal pump operation captured in the submitted log file appeared to be consistent with potential driveline wire compromise. The submitted log file contained data from 10:33:11 on (B)(6) 2021 through 8:59:49 on (B)(6) 2021, per the timestamps. Low speed events were captured on (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021 while the patient was connected to the mobile power unit (mpu), with speed reductions as low as 2260 rpm (5940 rpm below the low speed limit). These events resulted in low speed advisory, low speed hazard, low flow hazard, and low speed operation alarms and appeared to be associated with pi events. No pump stoppages were recorded throughout the log file. Excluding the low speed events, the pump operated above the low speed limit. Despite the observed events, the pump appeared to function as intended. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 14feb2013. The heartmate ii lvas IFU rev. H and the heartmate ii patient handbook rev. G are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was at home using an ungrounded patient cable and power module. The plan was to remain on the ungrounded patient cable. X-ray did not reveal any visible damage and the patient did not sustain any trauma to the driveline. The patient was asymptomatic. There appeared to be about 2 inches of driveline between prior repair and the exit site.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low speed alarms on (B)(6) 2021. The review of the patient's log files showed 10 low speed advisories on (B)(6) 2021. This may be due to a potential issue with the patient's percutaneous lead.